Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, the target lesion was located n the common iliac vein. A 24x70/11fr wallstent® endoprosthesis stent was implanted utilizing an intravascular ultrasound. Post-dilation was performed using a 16mm xxl balloon catheter. The procedure went smoothly and was completed with no issues. No patient complications were reported. Two months later, the patient presented with thrombosis of the previously implanted stent in the common iliac vein.